Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a consumer removed the cosentyx pre-filled bd ultrasafe passive¿ x-series needle guard syringe from its package, leakage was found. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: the customer issued a complaint for leaking from the bottom detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product by the end user. Complaint is unconfirmed. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.